Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon closed the instrument across the appendix and when he fired the device, it made a crunching noise and did not fire smoothly on the first firing; a white cartridge was being used in the device. No buttressing material was being used. When the surgeon observed the staple line, the staples were malformed. The staples appeared as squares and open ended. The surgeon had no problem removing the device from the tissue. The trigger and the release button worked normally. The procedure was completed with a clip applier. There was no pt consequence reported. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.